Event description:
This is the 2nd report of a defective PICC line. A pin hole at connection between actual catheter and butterfly. Pin hole is large enough to progress to catheter breakage if unnoticed. The only info rptr is able to obtain is that the MFR is either medi-tech or bio science. Catheter removed from pt and is in rptr's possession.